Manufacturer narrative:
H10 h3,h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection revealed a different device was returned than reported. A suture cutter was returned in lieu of the ultra fast-fix. A piece of the suture was returned with frayed ends. No visible damage to the suture cutter. A functional evaluation revealed the suture could not be pushed into the suture cutter as the suture ends were frayed. The suture cutter could function as expected. The complaint was confirmed, the root cause was associated with a component failure. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the suture.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the instructions for use found: read these instructions completely prior to use. Remove the delivery needle from the knee, leaving the free end of the suture. Pull the free end of the suture to advance the sliding knot, reapproximating tissue. It is normal to encounter considerable resistance as the knot is snugged down. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a surgery, after deployment of the ultra fast-fix, the tail of the suture was bulky, therefore, the surgeon could not feed the suture into the knot pusher. They replaced the device with the backup device and the procedure was successfully completed without significant delay. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that during a surgery, after deployment of the ultra fast-fix, the surgeon could not feed the suture into the knot pusher since the tail of the suture was bulky. They replaced the device with a probe to tighten the knot and an arthroscopic scissor to cut it. The procedure was successfully completed without significant delay. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.